Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered 5 shocks for torsades. The 5th shock successfully converted the rhythm, however, not as clean as desired. Additionally, shock impedance measurements were high at 148 ohms. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. The patient was admitted to the hospital for further evaluation. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.